Manufacturer narrative:
Additional, changed, and/or corrected data: h1. A value was populated in the field "no. Of events summarized" (h1) in error. As abbvie is not a part of the "voluntary malfunction summary reporting program", this field should have been blank upon submission of previous medwatch.

Event description:
Healthcare professional reported rupture. Device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted. This record relates to the right side.